Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture. A chest x-ray revealed the lead had dislodged. It was noted that the patient had undergone a cardiomems implant. The patient was asymptomatic. Attempt to reposition the lead was unsuccessful due to patient anatomy. The lead was capped and replaced with an epicardial lead without any complications.